Manufacturer narrative:
This report is being submitted under exemption (B)(4) by the MFR, arjo (B)(4), on behalf of the importer, (B)(4). Additional information will be provided upon conclusion of the MFR's investigation.

Event description:
(B)(4).